Event description:
A malfunction was reported on the pump by the caller, who noted that no notable events occurred before the issue and the pump displayed a malfunction code. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump with a new one containing updated software. The caller was informed about the replacement process and instructed on returning the faulty pump. No backup insulin therapy was available, so the customer planned to contact a healthcare provider.